Event description:
The start of symptoms released to breast implant illness. First trip to the ER with pain. From there it has gone down hill with several hospital stays and even a feeding tube. These implants are poison! After finally figuring it out, I'm going to have explant surgery this thursday (B)(6). I get to keep the implants after removal if you want them.